Manufacturer narrative:
Device has not yet been returned to manufacturer. Cover screw sells together with implant as a bundle. An x-ray documenting complaint was sent to us by the customer.

Event description:
It was reported that cover screw fractured. The dentist tried to remove the fractured screw from implant but it was not able to do so. Therefore, the implant containing the screw was removed. New implant was placed in the same surgery

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One zimmer ha coated implant was returned for inspection. The implant shows signs of damage and tissue attachment about the threaded region. The collar and tines are fractured off. The drive feature has a piece of a fractured, unknown screw lodged within. The returned x-ray shows the implant in position, although any sign of screw fracture was not visible. Returned device was examined visually by the naked eye and through magnification. The complaint was confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.